Manufacturer narrative:
(B)(4). Weight is an estimate, exact weight was not provided. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other two prostar xl devices referenced are being filed under separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4). Correction: lot number was changed from 20523k1 to 20126k1. Evaluation summary: the device was returned for evaluation. Analysis of the returned device revealed the handle was in the backdown position. The needles and sutures were not returned with the device. The sheath appeared normal; there was no abnormal observation found that could have contributed to the reported adverse experience. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Additionally, four unused sterile prostar xl devices with lot number, 20523k1, were returned for evaluation. Functional testing was performed and the devices passed with acceptable results. No manufacturing or abnormal observations were detected. A cause for the complaint device reported experience could not be determined based on the investigation findings from the tested samples. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that suture placement was attempted using four prostar xl devices in the right and left common femoral arteries using the pre-close technique prior to an endovascular graft and an internal iliac embolization procedure. Reportedly, during advancement of the prostar xl devices (two for the right common femoral artery and one for the left common femoral artery) with a 10f sheath, a tear in each vessel occurred. The second prostar xl device that was to be used in the left common femoral artery had not been placed when the tear in the vessel was noted. A blood transfusion was required because of the loss of blood due to the reported tears in the vessels. The right and left common femoral arteries were surgically repaired and the patient is reported to be doing fine and no adverse patient sequelae were reported. There was a reported significant delay in the procedure. The physician is reported to be trained in the use of the prostar xl device. No additional information was provided.